Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving high voltage therapy, inappropriate therapy either due to far-p wave oversensing, noise or intermittent bigeminal rhythm was observed. Chest x-ray and lead revision was recommended as the sensed signals and noise could not be programmed around with sensitivity changes. The patient was stable throughout the interrogation. Device was deactivated. Physician elected to implant a subcutaneous ICD. No further information is available at this time.

Manufacturer narrative:
A partial lead with distal tip measuring 51.3 cm was returned for analysis. External insulation abrasion was noted 40.3 to 40.4 cm from the distal tip, consistent with lead friction to the device can. The silicon insulation was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 6.2 cm to 6.6 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv output.

Event description:
New information received notes that the procedure went well with no complications.

Event description:
New information received notes that the lead was explanted.